Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. It was reported by the rep that during the procedure, the surgeon noticed the outer gasket on a 512sd had tore and the trocar was replaced. The replacement (as well as the other three trocars used in the procedure) worked fine. There was no consequence to the pt.